Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her husband¿s onetouch ultra 2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to confirm when the alleged meter inaccuracy began, but stated that it was ¿over a month¿. The reporter alleged the patient obtained inaccurate high blood glucose readings of ¿238, 248, 152, 141, 103, 115, 271, 226, 223, 105, 151, 110, 113, 118, 117, 143, 135, 174, 115 and 128 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter was unable to confirm how the patient manages his diabetes, but reported that after the product issue (time unknown), the patient developed symptoms of ¿slurred speech, clammy, sweaty, confused, panicky¿. In response to the alleged symptoms, the patient telephoned his nurse, who recommended he attend the emergency department. The reporter and her husband, attended the emergency room, but the wait was too long, and they left prior to any treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr walked the reporter through a retest and the control solution test was not in range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.